Manufacturer narrative:
H10 h3, h6: the device, intended to be used during treatment, was not returned for investigation. However, the log files were reviewed finding that the customer had three unsuccessful boot up attempts. There was no serial number provided for the DHR review of the siu so it could not be concluded if the device met the manufacturing specifications. Nevertheless, based on the description of the event, there is no indication of a product failure that could contribute to the reported complications the patient experienced during the surgery assisted with navio system. A complaint history review found similar reports of the issue. The relationship of the device and the reported event has not been established. The log files indicate the siu is not communicating with the computer and that the ups was on battery supplied power and/or had the wrong input voltage. Factors that could have contributed to the reported issues could have been the siu was not powered on, the usb cable was not firmly connected to the siu and computer, or the power cord was not connected to both the siu and the ups. The customer was able to fully boot the system and complete a case the next day. The customer had no further issues after performing troubleshooting. The root cause of the reported event could not be determined.

Event description:
It was reported that the system had an startup error 40000000000. No patient involved. Per investigation, the error shows the siu was not communication with the computer and the ups was on batter and/or had the wrong input voltage. Reporter was instructed on how to check the connections and systems fully booted the next day.